Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to connecting to therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.